Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parents reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 600 mg/dl. Customer started feeling bad last night and about 1 am today she woke up and started throwing up and she did not stop so she checked her blood glucose and the meter kept saying she was low so she was treating with soda and declined pump but she kept feeling bad so she went to emergency room and her blood glucose was actually over 600 mg/dl. The customer current blood glucose level was 190 mg/dl. The customer was treated with insulin pump and intravenous insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The infusion set cannula was bent. The insulin pump will not be returned for analysis.